Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead had decreased r-waves, increased capture threshold, and oversensing. The lead was removed and replaced. It was also noted that at the time of the replacement, it was observed that the lead was pulled back in the heart and was not sutured down properly. The lead moved when it was tugged at the device header. The lead was removed and replaced. No patient complications have been reported as a result of this event.